Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.

Event description:
It was reported that the patients ipg was nearing the end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility not able to release explanted product.